Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure while placing the right ventricular (rv) lead the physician encountered difficulty placing the lead and was sensing low r-waves. Once placed the lead showed high impedance and the physician no longer had confidence in the lead. The lead was removed from the patient and tested. The helix appeared to be bent and would not extend until an excessive amount of turns were applied and then the helix popped out. An alternate lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the full lead was returned with the helix extended, helix is bent and has tissue on it. If information is provided in the future, a supplemental report will be issued.